Event description:
It was reported that during a laparoscopic nephrectomy the device had a rupture of the central membrane upon initial application. Another device was opened to complete the case. There was no pt consequence.